Event description:
It was reported that patient experienced a lack of therapeutic effect for the last month. When measured, the patients implantable neurostimulator (ins) had impedances >10000 ohms across all electrodes. A company representative attempted to reprogram the ins but the patient still did not feel stimulation. The patient reported no recent fall or trauma. It was noted that the patient's doctor had ordered an x-ray of the device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2011 (B)(6), explanted: na, product typ lead. (B)(4).